Event description:
It was reported that during a ptca procedure, the shaft of the maverick2 monorail ptca catheter broke. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.